Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore during insertion into the eye. Lens was removed with no pt injury, no widened incision and no suture. Another same model and size lens was implanted. Reporter stated this event was due to loading error.

Manufacturer narrative:
(B)(4).